Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing/ poking, snagging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), gastrointestinal disorder ("bowel issue / intestinal issue"), tooth fracture ("broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menorrhagia ("periods out of control"), loss of libido ("no more sex drive") and dyspareunia ("painful sex"). The patient was treated with surgery (surgery for essure remove). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved, the migraine and alopecia was resolving, the gastrointestinal disorder had not resolved and the tooth fracture, abdominal pain, menorrhagia, loss of libido and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, gastrointestinal disorder, loss of libido, menorrhagia, migraine, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, bowel issue, broken teeth, bloating, hair loss, abdominal pain, periods out of control the following information was received from social media no more sex drive, painful sex. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- no more sex drive, painful sex.. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing/ poking, snagging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), gastrointestinal disorder ("bowel issue / intestinal issue"), tooth fracture ("broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and menorrhagia ("periods out of control"). The patient was treated with surgery (surgery for essure remove). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved, the migraine and alopecia was resolving, the gastrointestinal disorder had not resolved and the tooth fracture, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, gastrointestinal disorder, menorrhagia, migraine, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, bowel issue, broken teeth, bloating, hair loss, abdominal pain, periods out of control quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / stabbing/ poking, snagging') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), gastrointestinal disorder ("bowel issue / intestinal issue"), tooth fracture ("broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and menorrhagia ("periods out of control"). The patient was treated with surgery (surgery for essure remove). Essure was removed. At the time of the report, the pelvic pain and abdominal distension had resolved, the migraine and alopecia was resolving, the gastrointestinal disorder had not resolved and the tooth fracture, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, gastrointestinal disorder, menorrhagia, migraine, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, bowel issue, broken teeth, bloating, hair loss, abdominal pain, periods out of control incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.